Event description:
It was reported that while the ventilator was connected to a pt the ventilator generated two technical error codes indicating disabled valves and a control printed circuit board communication failure with the monitoring printed circuit board and the ventilation stopped. (B) (4). (B) (4).

Manufacturer narrative:
(B) (4).